Manufacturer narrative:
Concomitant medical product(s): d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead has undersensing noted in stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.